Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03873. The pt was implanted with an ipg on (B)(6) 2010 to be utilized with her original surgical lead. It was reported that her lead would be replaced and the implant site revised due to positional stimulation experienced by the pt. In addition, it was alleged that her stimulation recently turned on without prompting following an unexpected impact near the ipg pocket site. A date for the lead replacement has not been set. The implant date for the original surgical lead is unk.